Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of 2000ea adaptor is leaking fluid could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000ea because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the ndleless vlv adpt arterial experienced leakage. The following information was provided by the initial reporter: I had a report from the charge nurse of some concerning issue when they had a texium adaptor connected to a 2000ea adaptor. Apparently there was a leak while fluid was passing between the two, but I have reports they had been using one of the 2000ea on the PICC to check for blood return.